Event description:
Additional information was received that surgery occurred to explant and replace the lead to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell and experienced ineffective therapy. Diagnostic testing indicated invalid impedance on multiple contacts of the lead. Surgery may occur to address the issue.